Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had been back in the hospital with uti and sepsis since they had the surgery. Patient stated they don't know if the device was working for them or not and they were very disappointed that their bladder was not emptying correctly and they haven't seen any improvement in their symptoms. Agent reviewed uti will trigger symptoms. Patient said the device was supposed to help their bladder empty and that had not been the case. Patient mentioned they scanned their bladder the entire week they were in the hospital, they were on heavy antibiotics, and then they went to rehab and they scanned it there and they were there for 4 days and it kept showing retention. Patient went to dr. Hoke's office 2 weeks ago and there was still urine there so the pa, decided to change the frequency of the device. Patient also added they were having further surgery on the 30th to fix a lot of prolapse in that area and that will hopefully make the device work better. They said the're less than 50% satisfied with it. Patient was going back to the healthcare provider on monday to see how the bladder was emptying again. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.